Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure,the hemopro tissue welder would not turn off or on, and it started smoking. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were slightly burnt, the hot jaw silicone was cracked, and the tri-heater assembly was slightly bent. This issue is being investigation through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)